Event description:
The manufacturer received information indicating a ventilator service required alarm had occurred on a trilogy o2 ventilator indicating oxygen blending module accuracy urgent service was required. The device was evaluated at the manufacturer's service center where the device issue was duplicated and confirmed. A failure in the oxygen blender printed circuit assembly was determined to be the cause of the alarm and replacement required to resolve the issue. However, the service was not performed since the device age would reach its service life end on october 24, 2025. The device will be scrapped after lease-up processing. The faulty oxygen blender printed circuit assembly is removed from the device.